Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6), 2021, a 12mm amplatzer septal occluder was selected for implant in the patient using an amplatzer trevisio delivery system. During the procedure the device was unable to be deployed. The device showed a cobra shape and not the usual occluder shape. The device was exchanged for a 11mm amplatzer septal occluder, which worked well. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
The reported event of a cobra deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.